Event description:
The reporter stated that during a spinal surgery procedure, the coral polyaxial cannulated screw was attached to a coral minimally invasive system tower and was being inserted into the vertebral pedicle when the head of the screw broke off. The screw section was backed out and removed from the surgical site. There was a spare screw available and the surgery was completed successfully.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.